Event description:
Procedure type: hernia repair. Patient gender: male. According to the reporter: balloon came off the device and was retrieved using surgical clamps. No pt injury was reported.

Manufacturer narrative:
.